Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device pocket was not detected. The field service engineer (fse) diagnosed the issue and reseated the row board cable, after which the customer was able to successfully recover the drawer, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a pocket was not detected. The customer attempted to recover the pocket; however, it was listed as "not detected on bus." The station was rebooted twice, but the pocket could not be recovered and the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.